Manufacturer narrative:
B5, corrected data: suspect device replacement was inadvertently omitted from the initial report. D6b, corrected data: date of explant was inadvertently omitted from the initial report. H6, corrected data: coding regarding device replacement was inadvertently omitted from the initial report. Code c21 should not have been used in the initial report.

Event description:
It was reported that the patient underwent a full revision. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented for a generator replacement and during surgery, high impedance was detected. The lead was inspected and fluid was found within the lead. The patient will be referred for a lead revision at a later date.